Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional information. Technique issues were identified which could not be ruled out as a cause for the unexpected inr results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2013, inratio: 7.5, 1st re-test: 3.0, 2nd re-test: 7.5. Time between tests: a few minutes. Therapeutic range: 2.0-3.0. On (B)(6), 5mg coumadin dose was missed. On (B)(6), patient doubled his dose (10mg) on his own. On (B)(6), coumadin held due to high inr. Nurse could not remember if a new finger was used for the first re-test (3.0). Stated that the same hand was used, and believes it may have been the same finger. Second re-test (7.5) was performed on a different hand. Nurse stated that they usually add one large drop of blood, but they may have added a second drop of blood. Caller could not recall which test the second drop was added to. Caller also reports milking the finger after performing the finger stick.